Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a maxid dialysis catheter. According to the customer, "dr. And his scrub tech were placing a maxid for a tunnel catheter in pt. The problem occurred with the pull apart sheath in the sport pack. As the scrub was pulling it apart and out, he felt some resistence like the sheath was stretching then it was free and came out and they put the catheter in. When they x-rayed the pt after the placement as seen, they saw part of the pull apart sheath was left in the pt. They then had to do a procedure to get the sheath out of the pt."